Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial resection of small intestine, the surgeon performed 2 firings when performing resection of the small intestine by ileus procedure without problem and resected the intestine. However, when performing reconstruction by feea (functional end-to-end anastomosis), the surgeon reloaded the device and fired, but the handle became quite stiff immediately after starting firing and the surgeon felt different. It was strange from usual use when squeezing the handle. Another handle and another cartridge were opened, and the device was fired without problem and the procedure was completed. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.